Manufacturer narrative:
The event took place outside of the united states (B)(6) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to rotator cuff tear. The primary surgery used the easytech anatomic system. During the revision surgery, the surgeon explanted the +0mm double taper and the 50x19 centered head. Then, he implanted a ø36/+6 135/145 humeral cup, a 6mm post extension, a ø24 baseplate, a ø36 eccentric glenosphere and associated screws.